Event description:
It was reported that atrial lead had been damaged by clavicular crush in 2001. Electrical values were acceptable at the time and the lead remained in use. At an unknown point in time, lead functionality decreased and the lead was programmed off. Recently, the patient reported experiencing bradycardia. The atrial lead was capped and replaced without complications on (B)(6) 2015.

Manufacturer narrative:
(B)(4).